Event description:
It was reported that an ems worker had placed a pt on the cot when the wheels allegedly gave way. Reportedly, the ems worker's back was injured, and the worker was placed on workman's compensation. Reportedly, there was no pt injury.

Manufacturer narrative:
The user did not follow proper techniques while unloading the pt and allowed the foot end wheels of the cot to drop out of the ambulance. Additionally, this cot was used beyond its anticipated life expectancy for more than three years.